Manufacturer narrative:
No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that a patient is pursuing compensation for failed knee implants. The patient had bilateral knee replacement in 2013 using exact-tech logic. Those procedures were performed in (B)(6) at the hospital for special surgery. In 2018 the patient had bilateral replacement. In 2022, the defective products were removed from his left knee and replaced with zimmer person components.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral joint replacement, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
The additional revision indicated were reported under the following reports: 1038671-2022-00809; 1038671-2022-00814; and 1038671-2022-00815.

Event description:
Plaintiff has suffered the following injuries and complications as a result of this exactech device: revision surgery, synovitis, osteolysis, bone loss, component loosening, two stage exchange arthroplasty with need for mobile articulating spacer, loss of mobility, pain, swelling.

Manufacturer narrative:
Corrected information: h3: approximately 3 years and 3 months after the first revision surgery for the patient¿s left knee, on (B)(6) 2021, the patient underwent a second revision due to prosthesis wear, and loosening. Components were not returned to exactech for evaluation and no images, radiographs, or operative notes were provided. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.